Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the zta-pt-46-42-179-w was deployed without incident over the lunderquist double curve. The second device zta-p-121-w was advanced into the primary device and it would not track, it was getting caught in the primary device. It then jumped and the nose cone of the delivery system inadvertently pushed the lunderquist wire to dissect the innominate artery." Patient outcome: "[pt] is deceased."

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the imaging provided a proximal artery innominate artery dissection and possible rupture is confirmed. It cannot be confirmed if the innominate and possible ascending aortic dissection preexisted were caused by the observed tx alpha delivery system jump forwards, or occurred afterwards. The product evaluation of the returned device did not find suggesting that the device was manufactured outside of specifications. Dissection is a known complication following endovascular procedures also addressed in the instruction for use as an adverse event. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "the zta-pt-46-42-179-w was deployed without incident over the lunderquist double curve. The second device zta-p-121-w was advanced into the primary device and it would not track, it was getting caught in the primary device. It then jumped and the nose cone of the delivery system inadvertently pushed the lunderquist wire to dissect the innominate artery." Patient outcome: "[pt] is deceased".